Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -14.50 diopter, and the lens flipped upon deployment and tore. The lens was removed during the same surgery with no patient injury. Another same model/diopter lens was implanted in the same surgery and the exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry, in a zip loc bag. Visual inspection found one haptic torn, with residue on the lens. Corrected data: the reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -14.50 diopter, and the lens flipped upon deployment. The lens was damaged upon removal from the patients eye, during the same surgery with no patient injury. Another same model/diopter lens was implanted in the same surgery and the exchange resolved the problem. (B)(4). Claim # (B)(4).